Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. Therefore, no further cause of the suggested phenomenon could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the nozzle was missing. The objective lens was scratched, and the adhesive around the objective lens had discoloration/stain. The adhesive around the light guide lens was dirty/discolored. The rubber adhesive was detached in the bending section. The bending rubber in the insertion section had discoloration and demonstrated deterioration from the cleaning, disinfecting, and sterilization (cds) processes. The connecting tube coating was peeling due to chemical stress and handling. The right/left knob, up/down knob, forceps control lever, switch box, switch #1, control unit, scope connector, were dirty. The scope cover, control grip, control unit, universal cord, had discoloration, from cds and handling. Scratches were observed on the control grip, universal cord, distal end, and acoustic lens, due to external factors and handling. The ultrasonic cable was out of specification with missing echo signal elements, due to damage of the ultrasonic cable. The light guide cover lens demonstrated corrosion due to chemical stress during reprocessing. The customer¿s reported angulation and air/water supply issues were not confirmed. The angulation in all directions were ok, and the air supply was within specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during inspection of the subject device, there was decreased angulation, the air/water channel was blocked, there was no water/air flow from the nozzle after pressing air/water valve, and there were scratches on the distal end. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the foreign material found by service during the device evaluation.